Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The type and cause of regurgitation varies depending upon multiple factors, including technique and anatomical related factors. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of the reported event could not be conclusively determined. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years, 3 months due to recurrent perivalvular leak. Per the operative report: "...the bioprosthetic aortic valve was removed. It was noted that the valve was detached in the area between the left and right coronary commissure. The valve prosthesis appeared to be too small to fill the gap between the annulus and the bioprosthesis. ...a size 23 edwards magna pericardial bioprosthesis, model 3300tfx, serial # (B)(4), was implanted without difficulty. The valve fit was excellent. The sutures were tied and cut and the aortotomy closed ... The patient was transferred to the ICU in good condition."